Event description:
Pt underwent bilateral hernia repair by surgeon. During surgery electrocautery equipment used. Question proper functioning of equipment and grounding resulting in burn on abdomen and eventual loss of testicle. Surgeon states electricity was seen going through vas deferens connected to testicle. Only immediate evidence of injury was abdominal burn. Subsequent orchiectomy due to necrotic right testicle.